Event description:
Optima received a report from hill-rom. An account stating that the right side rail will not latch. The bed was located at the account. There was no pt/user injury reported.

Manufacturer narrative:
The hill-rom technical support found the bed to be out of warranty and advised the account on what they would like to do. Per the hill-rom service manual, the bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.